Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location: on the right wire lead may have migrated partially into myometrium') and device expulsion ('migration of essure device location: on the right wire lead may have migrated partially into myometrium') in a 32-year-old female patient who had essure (batch no. 624831, 626798, 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, arthroscopy r knee, arthroscopy l knee and herpetic vulvovaginitis. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included alprazolam (xanax), fluconazole (diflucan), ibuprofen, trazodone and valaciclovir (valacyclovir). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain-pelvic pain constant pain on right side/right sided pelvic pain") and intentional device use issue ("second essure implantation for the right side following incomplete blockage"), 3 months 5 days after insertion of essure. In (B)(6) 2009, the patient experienced cystitis ("bladder or urinary problems or changes: had 3 bladder infections and showing blood in them") with blood urine present. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("candidiasis of vulva and vagina / infection (bladder/urinary tract/vaginal) - type: vaginal yeast infection") with vulvovaginal pruritus and vaginal discharge, migraine ("migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower right side of abdomen"). The patient was treated with surgery (laparoscopic removal of 1st right essure, hysteroscopy with removal of 2nd right essure on (B)(6) 2010). At the time of the report, the embedded device, device expulsion, cystitis, vulvovaginal candidiasis, female sexual dysfunction, migraine, dyspareunia and intentional device use issue outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, cystitis, device expulsion, dyspareunia, embedded device, female sexual dysfunction, intentional device use issue, migraine, pelvic pain and vulvovaginal candidiasis to be related to essure. The reporter commented: on (B)(6) 2008, first essure was placed. On (B)(6) 2008, hsg confirmed that, unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded) and migration of essure device. On (B)(6) 2008 second essure implantation was done and hsg on (B)(6) 2008 stating bilateral occlusion. On (B)(6) 2010: laparoscopic removal of 1 right essure device. Operative hysteroscopy with removal of second right essure device. (Removal details of left essure device is unknown) left side essure status not clarified in the current source document. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device; on (B)(6) 2008: total bilateral occlusion. Lot number:624831 manufacture date: 2007-06 expiration date:2009-05. Lot number:626798 manufacture date: 2008-03 expiration date:2010-02. Lot number:626908 manufacture date: 2008-04 expiration date:2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location: on the right wire lead may have migrated partially into myometrium') and device expulsion ('migration of essure device location: on the right wire lead may have migrated partially into myometrium') in a (B)(6) female patient who had essure (batch no. 624831, 626798, 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, arthroscopy r knee, arthroscopy l knee and (B)(6), unspecified. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included alprazolam (xanax), fluconazole (diflucan), ibuprofen, trazodone and (B)(6). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain-pelvic pain constant pain on right side/right sided pelvic pain") and intentional device use issue ("second essure implantation for the right side following incomplete blockage"), 3 months 5 days after insertion of essure. In (B)(6) 2009, the patient experienced cystitis ("bladder or urinary problems or changes: had 3 bladder infections and showing blood in them") with blood urine. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("candidiasis of vulva and vagina / infection (bladder/urinary tract/vaginal) - type: vaginal yeast infection") with vulvovaginal pruritus and vaginal discharge, migraine ("migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower right side of abdomen"). The patient was treated with surgery (laparoscopic removal of 1st right essure, hysteroscopy with removal of 2nd right essure on (B)(6) 2010). At the time of the report, the embedded device, device expulsion, cystitis, vulvovaginal candidiasis, female sexual dysfunction, migraine, dyspareunia and intentional device use issue outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, cystitis, device expulsion, dyspareunia, embedded device, female sexual dysfunction, intentional device use issue, migraine, pelvic pain and vulvovaginal candidiasis to be related to essure. The reporter commented: on (B)(6) 2008, first essure was placed. On (B)(6) 2008, hsg confirmed that, unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded) and migration of essure device. On (B)(6) 2008 second essure implantation was done and hsg on (B)(6) 2008 stating bilateral occlusion. On (B)(6) 2010: laparoscopic removal of 1 right essure device. Operative hysteroscopy with removal of second right essure device. (Removal details of left essure device is unknown) left side essure status not clarified in the current source document. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device; on (B)(6) 2008: total bilateral occlusion. 624831 (first essure implant surgery), 626798 (first essure implant surgery), 626908 (second essure implant surgery). Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received. Events per pfs: infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, dyspareunia (painful sexual intercourse), pain, vaginal discharge, device migration in myometrium, vaginal itching, candidiasis of vulva and vagina were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.